Manufacturer narrative:
(B)(6). Device expiration date: unknown. Device manufacture date: unknown. (B)(6). Investigation summary: since a lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample has not yet been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode. Investigation conclusion: no sample, no lot. Root cause description: no sample, no lot.

Event description:
It was reported that leakage occurred with a bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore. The following information was provided by the initial reporter, "the silicon part of the q-syte was loose and stuck into swap cap, they notice it before flushing and changed to new q-syte."